Event description:
During surgery, when the surgeon reaming femoral calcar using the device, proximal femoral fracture was occurred. 60 minutes delay was reported.

Manufacturer narrative:
Results of investigation: a proximal femoral fracture during calcar reaming for a polarstem surgery was reported. Two polarstem reamers and one reamer guide were returned for investigation. The returned instruments are in a good condition. No protrusion of the lever of the reamer guide is observed. No damages are observed on the hook of the reamer guide, which indicates that the reamer and reamer guides did not jam. Strong wear patterns are however observed on both reamers and on the reamer guide indicating that the reamer was potentially tilted on the reamer guide. A functional evaluation performed with the returned devices showed that, once the reamer guide is mounted on a rasp, the reamer can freely spin around the reamer guide. Based on the performed investigation the root cause of the reported intra-operative femoral fracture cannot be determined conclusively. Nonetheless an additional quality control will be implemented to ensure an adequate position of the lever of the reamer guide. Factors such as tilting of the reamer or an insufficient fixation of the reamer on the drive unit may contribute to bone chipping. Furthermore it is recommended to first bring the reamer in motion/spinning before touching down on the bone for reaming. Smith&nephew will continue to monitor this device for similar issues.